Manufacturer narrative:
The customer reported that the device resets when charge button is pressed during opcheck. The unit was evaluated at philips and the symptom could not be verified. The device was returned to the customer after passing all testing. We are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.

Event description:
The customer reported that the device resets when charge button is pressed during opcheck.